Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "device migration¿ and ¿water/ or fluid buildup¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "device migration plus water/ or fluid buildup." Device remains implanted.